Manufacturer narrative:
Integra has completed their internal investigation on 09mar2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: during investigation it was observed that the transducer function was found to be outside of specifications; q power was >50w which is over the acceptable criteria of =30w. The transducer was replaced in service center, thus the reported failure is due to a faulty transducer. As part of the repair, new transducer (B)(4) was fitted as well as handpiece housing and o-rings were replaced. The handpiece was calibrated and tested within manufacturer¿s specification prior been returned to customer. The DHR review has been deemed satisfactory. A minimum of 12 months review of (B)(4) excel handpieces part number c2602 was completed using the following key words ¿ultrasonic output issue¿ and a root cause ¿faulty transducer¿ in the search criteria. This review encompassed from dates (B)(6) 2015 to (B)(6) 2016. A total of (B)(4) complaints were reviewed of which (B)(4) complaints contained the search criteria. (B)(4). The cause of the handpiece vibration alarm was due to a faulty transducer which had q power out of specifications. CAPA has been initiated to address this issue.

Event description:
Vibration alarm was reported. Additional information was received on (B)(6) 2016 with the following: the dysfunction was detected at the beginning of testing. There was no patient injury. The event led to a 30 minute increase in surgery time. The surgery delay did not harm the patient. Patient age and gender unknown.